Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double and triple counting as a result of the qrs complex being wide. Technical services (ts) was contacted, and ts discussed the cause of the inappropriate shock and noted possible supraventricular tachycardia (svt). The patient was in the emergency department at the time for dialysis. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double and triple counting as a result of the qrs complex being wide. Technical services (ts) was contacted, and ts discussed the cause of the inappropriate shock and noted possible supraventricular tachycardia (svt). The patient was in the emergency department at the time for dialysis. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient's heart rhythm at the time of the shock was due to the patient's presenting condition of overload and renal failure in the emergency department. The patient's condition was resolved during their hospital stay. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double and triple counting as a result of the qrs complex being wide. Technical services (ts) was contacted, and ts discussed the cause of the inappropriate shock and noted possible supraventricular tachycardia (svt). The patient was in the emergency department at the time for dialysis. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient's heart rhythm at the time of the shock was due to the patient's presenting condition of overload and renal failure in the emergency department. The patient's condition was resolved during their hospital stay. No additional adverse patient effects were reported. Additional information was received indicating the patient recently received about fourteen inappropriate shocks from their s-ICD due to double counting t-wave oversensing. The rate was slow, but the patient was converted out of a wide complex rhythm. The patient underwent x-ray imaging, the s-ICD system was programmed off, and they plan to use a lifevest until the patient can be re-evaluated. No additional adverse patient effects were reported. Additional information was received indicating the patient completed their dialysis treatment and the s-ICD was turned back on. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double and triple counting as a result of the qrs complex being wide. Technical services (ts) was contacted, and ts discussed the cause of the inappropriate shock and noted possible supraventricular tachycardia (svt). The patient was in the emergency department at the time for dialysis. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient's heart rhythm at the time of the shock was due to the patient's presenting condition of overload and renal failure in the emergency department. The patient's condition was resolved during their hospital stay. No additional adverse patient effects were reported. Additional information was received indicating the patient recently received about fourteen inappropriate shocks from their s-ICD due to double counting t-wave oversensing. The rate was slow, but the patient was converted out of a wide complex rhythm. The patient underwent x-ray imaging, the s-ICD system was programmed off, and they plan to use a lifevest until the patient can be re-evaluated. No additional adverse patient effects were reported.